Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 305u221 valve, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a hematoma evacuation of a pocket as a result of anticoagulants and nonsteroidal anti-inflammatory drugs being administered to the patient at the same time. Surgical evacuation of the hematoma was performed. No further patient complications have been reported as a result of this event.